Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: outside of the fallopian tubes/perforation') and genital haemorrhage ('general. Abnormal bleeding') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, hot flashes, allergic reaction, ankle operation and ankle operation. Concurrent conditions included amenorrhea, muscle cramps, polymenorrhoea, skin eruption, obesity, breast cancer, mammogram, metaplasia, adenomyosis and paratubal cyst. Concomitant products included phentermine hydrochloride (phentermine hcl) (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 5 years 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("nickel allergy hyperpigmented scars on inner arms reaction"), dermatitis contact ("nickel allergy rash"), abdominal distension ("swollen stomach"), dyspareunia ("dyspareunia (painful sexual intercourse)"), skin hyperpigmentation ("hyperpigmented scars on inner arms reaction"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), hypersensitivity ("hypersensitivity"), fatigue ("fatigue"), headache ("headaches"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with hydrocortisone, medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy/partial,salpingectomy unilateral). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, dermatitis contact, allergy to metals and hypersensitivity outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, weight increased, dyspareunia, vulvovaginal pain, depression, metrorrhagia, fatigue, headache, bladder disorder and urinary tract disorder had resolved and the dermatitis allergic, abdominal distension and skin hyperpigmentation was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, back pain, bladder disorder, depression, dermatitis allergic, dermatitis contact, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, pelvic pain, skin hyperpigmentation, urinary tract disorder, uterine perforation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight 147 lbs. Discrepancy noted with insertion dated: (B)(6) 2013 and (B)(6) 2013. Discrepancy noted with essure confirmation test results (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Imaging procedure - in 2013: essure confirmation test (unspecified): results: bilateral occlusion. Ultrasound scan - on (B)(6) 2018: essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, menorrhagia, allergy to metals, dermatitis allergic, skin hyperpigmentation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event dislocation updated with perforation and new events -dyspareunia (painful sexual intercourse), abdominal pain, back pain, metrorrhagia (bleeding b/w periods), general. Abnormal. Bleeding, nickel allergy, hypersensitivity, fatigue, headaches, reporter (consumer) information updated, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: outside of the fallopian tubes') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight gain, hot flashes, allergic reaction, ankle operation and ankle operation. Concurrent conditions included amenorrhea, cramp, polymenorrhoea, skin eruption, obesity, breast cancer, mammogram, metaplasia, adenomyosis and paratubal cyst. Concomitant products included phentermine hydrochloride (phentermine hcl) (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2014, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced skin hyperpigmentation ("hyperpigmented scars on inner arms reaction"), dermatitis allergic ("nickel allergy hyperpigmented scars on inner arms reaction"), rash ("nickel allergy rash") and abdominal distension ("swollen stomach"). The patient was treated with hydrocortisone, medroxyprogesterone acetate (depo provera) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation and rash outcome was unknown, the pelvic pain, vulvovaginal pain, vaginal haemorrhage, menorrhagia, depression and dysmenorrhoea had resolved and the skin hyperpigmentation, dermatitis allergic, weight increased and abdominal distension was resolving. The reporter considered abdominal distension, depression, dermatitis allergic, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, rash, skin hyperpigmentation, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 74.84 kgs. Hysterosalpingogram - on (B)(6) 2013: result: total bilateral occlusion. Ultrasound scan - on (B)(6) 2018: essure seen bilaterally. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, dysmenorrhea, menorrhagia, allergy to metals, dermatitis allergic, skin hyperpigmentation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received. Previously reported event "injury nos" replace with "abnormal bleeding (vaginal)", events- "abnormal bleeding (menorrhagia), depression, migration of essure device location of device: outside of the fallopian tubes, hyper pigmented scars on inner arms reaction, rash, dysmenorrhea (cramping), pelvic pain, vaginal pain, weight gain", new reporters, medical history, concomitant drugs and conditions , lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.